Event description:
It was reported that the patient is experiencing hyper extension to her knee. Patient states that it started during physical therapy after knee implant surgery. Patient wants to know if it is going to get more hyper extended in the future. Patient also notes that she has painful days.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and hyperextension of the knee involving an unknown knee implant was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the patient is experiencing hyper extension to her knee. Patient states that it started during physical therapy after knee implant surgery. Patient wants to know if it is going to get more hyper extended in the future. Patient also notes that she has painful days.